Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose level was 200-400+ mg/dl. Additionally, it was reported that the customer intermittently experienced an issue with the quick bolus feature. Reportedly, the message on the quick bolus screen indicated "bolus cancelled." Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.